Event description:
Information received with return of the device notes that during the implant procedure, the device could not be interrogated and there was no magnet response. A new device was placed. The patient's condition was good after the event.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received f10 - code 2203 - no magnet response